Event description:
Left knee pain increasing, left hip pain. Info was received on 14-sep-2006 from a male pt, with an unk medical history, who experienced torn meniscus in knee and treatments do not help. The pt began treatment with synvisc on an unk date. The pt received an unk number of injections of synvisc into an unk knee on an unk date. The pt reported that he was diagnosed with a torn meniscus and that the treatments did not help alleviate his pain. At the time of this report, the pt had not yet recovered. Additional info was received on 21-sep-2006 from the pt's physician. The pt is a male with a 7 yr history of moderate osteoarthritis of the left knee and x-ray findings of joint narrowing and osteophytes. The pt was previously treated with nsaids, steroids, and viscosupplementation (unspecified). In 1999, the pt fell and experienced progressive left knee pain. In 2004, a x-ray of the left knee showed mild generative joint disease (djd). The pt was treated with nsaids and a cortisone injection. In 2005, the pt had some relief but still had medial pain. Two days later, a left knee MRI revealed a non-displaced tear of the posterior horn of the meniscus and mild to moderate djd. In 2004, the pt was sent for physical therapy. During 2004, he received a series of synvisc injections into the left knee. The physician noted "much improved symptoms" as of the following month. In 2005, the pt requested a second series of synvisc injections. He received synvisc injections into the left knee during 2005. On the day of the third injection, a x-ray revealed moderate left knee djd, but the knee was "feeling better". Four months later, the pt complained of increasing left knee pain and was treated with a cortisone injection. The same day, a left hip x-ray showed advanced left hip djd, the physician recommended total hip arthroplasty. In 2006, the pt continued to experience increasing knee pain and was treated with a cortisone injection. Two months later, he continued to complain of left knee and hip pain. The physician stated, that he felt "the pain was more from the hip than the knee" and again recommended a hip replacement. The physician reported, that the pt never had effusion of the left knee and no exudate was collected, after the last synvisc injection. The physician did not provide an assessment of the relationship between the events and treatment with synvisc. At the time of this report, the pt's outcome was unk.